Event description:
It was reported that the patient experienced leaking at site event and bleeding in the cannula leading to elevated blood glucose which required no corrective treatment on (B)(6) 2024. No further information available.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.